Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer stated that they over treated the low and their blood glucose levels escalated to 300 mg/dl. The customer stated that their insulin pump works correctly. The customer did not return the product back for analysis.